Event description:
After deployment of bravo ph capsule delivery device, the device failed to communicate with the receiver. Manufacturer response for bravo ph capsule delivery device, (given imaging) medtronics (per site reporter). This can happen although they have not had any same reported incident. Company volunteered to send a replacement for the faulty capsule.